Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the tube was found to be cracked. The following information was provided by the initial reporter. The customer stated: "when preparing to draw blood from the patient, it was found that the bd tube was cracked after inspection, and it was replaced immediately."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 60 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube damage. Bd was not able to identify a root cause for the indicated failure mode.